Event description:
The customer reported that the display screen on the central nurse's station (cns) was flickering. Patient vitals were repeatedly disappearing and returning. Rebooting the cns did not resolve the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the display screen on the central nurse's station (cns) was flickering. Patient vitals were repeatedly disappearing and returning. Rebooting the cns did not resolve the issue. No patient harm was reported. Investigation summary: the customer did not know if or when the cns had its' hard disk drives (hdds) replaced. A serial number review of the devices does not reveal any previous events that would indicate that the unit had the hdds replaced. It is likely that the cns was still running with the original hdds installed. The device was installed on (B)(6) 2012. It is likely that the hdds in the cns were starting to fail or degrade which could result in the flickering reported by the customer. The customer was asked to provide a purchase order (po) for a repair with a loner, but the customer did not provide the po after multiple attempts to obtain one. Hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drives and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drive replaced. Sometimes a hard drive can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks), which puts multiple hard drives together to improve performance). UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621r. D4 additional device information / model #: corrected the model # from cns-6201a to cns-6201a. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the display screen on the central nurse's station (cns) was flickering. Patient vitals were repeatedly disappearing and returning. Rebooting the cns did not resolve the issue. No patient harm was reported.

Manufacturer narrative:
The customer reported that the display screen on the central nurse's station (cns) was flickering. Patient vitals were repeatedly disappearing and returning. Rebooting the cns did not resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as the information could not be provided: d10.